Event description:
The customer reported via phone call that she had been experiencing unexplained high and low blood glucose levels. The customer stated that she recently had blood glucose levels of 384, 317, and 402 mg/dl. The customer also reported having a blood glucose level of 56 mg/dl several days prior to the call. Blood glucose level at the time of the call was 311 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.